Manufacturer narrative:
Follow-up #2 the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On august 11th 2015, the patient contacted lifescan (lfs) croatia alleging that her onetouch verio pro meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the patient that the alleged inaccuracy began on the (B)(6) 2015 at 8:00am the patient reported obtaining an inaccurate high blood glucose result of "13 mmol/l" on the subject meter compared to "9mol/l" on another meter (ultra); the results were obtained less than 30 minutes apart. The patient manages her diabetes with insulin (self-adjuster) and on (B)(6) 2015, 8:00am she reported taking less food /drink and increased her insulin as part of her usual diabetes management regimen routine due to the alleged high readings. She reported that 2 hours later she developed the symptoms of "shaking legs, weakness and losing conscience". She reported that she self-treated with food and/or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, their testing steps were correct and the blood glucose results were taken from an approved sample site. Cca also noted the test strip vial was intact, the patients test strips were correctly stored and within their expiry date. In addition the control solution test fell within range. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, altered her medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes.

Manufacturer narrative:
The retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.